Event description:
It was reported while using bd maxzero¿ needle-free valve there were cracks and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a crack on the product. The product was started using on june 14 and the event was noticed on june 21. Blood was drawn, but air got into the syringe with the blood.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary one mz1000 sample from an unknown lot was received without the original packaging for investigation. Residual fluid was present in the device. The feedback provided by the customer suggests a crack was detected on the maxzero. A visual inspection of the returned sample confirmed the customers experience, as a crack was detected on the maxzero female luer adaptor (fla). The sample was also subjected to pressure testing; leakage was detected from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months. H3 other text : see h.10.